Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient was explanted due to an unknown reason. No further information could be obtained despite good faith effort.